Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had a black screen and no image was displayed. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Updated fields:h3, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Error code b30 was detected. Based on the results of the following investigation, it is possible that water or moisture entered the scope, and the moisture damaged the image sensor unit or circuit board inside the connector, which led to the occurrence of this event. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: instruction manual ltf-190-10-3d operation manual chapter 3 preparation and inspection: 3.6 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.